Event description:
Used crutches to get around I barely moved at all [walking aid user] still in pain [pain] until today I don't feel any effect [device ineffective] case narrative: initial information received on 29-sep-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp from canada. This case involves 70 years old female patient who used crutches to get around she barely moved at all, was still in pain and until today she don't feel any effect after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (lot number, expiry date, dose, frequency, strength: unknown) for product used for unknown indication. Patient reported that she was still in pain (pain, onset, latency: few days approximate). The patient haven't put any weight on the first few days because she used crutches to get around she barely moved at all (walking aid user, onset, latency: few days approximate). Until today i.e. On (B)(6) 2022 after the latency of 17 days, patient didn't feel any effect (device ineffective). Seriousness criteria: disability for walking aid user. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves 70 years old female patient who used crutches to get around she barely moved at all, was still in pain and until today she don't feel any effect after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based upon the details provided, the causal role of the company suspect drug cannot be excluded. However, lack of information regarding baseline and event related findings precludes comprehensive assessment of the case.

Event description:
Haven't put any weight on the first few days because I used crutches to get around [walking aid user] still in pain [pain] until today I don't feel any effect [device ineffective]. Case narrative: initial information received on 29-sep-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp (patient) from canada. This case involves 70 years old female patient who haven't put any weight on the first few days because I used crutches to get around, was still in pain and until today she don't feel any effect after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (strength: 48mg/6ml, lot number, expiry date, dose, frequency: unknown) for product used for unknown indication. Patient reported that she was still in pain (pain, onset: (B)(6) 2022, latency: few days approximately). The patient haven't put any weight on the first few days because she used crutches to get around she barely moved at all (walking aid user, onset: (B)(6) 2022; latency: few days approximately), as per my doctor's instructions. Until today i.e. On (B)(6) 2022 after the latency of 17 days, patient didn't feel any effect (device ineffective). Seriousness criteria: disability for walking aid user. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. Product technical complaint (ptc) was initiated with global ptc number 100265526 on (B)(6)2022 for synvisc one. Batch number: unknown and sample status was not available. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse event to determine if a CAPA is required. The final investigation was completed on 02-nov-2022 with summarized conclusion as no assessment possible. Additional information was received on 02-nov-2022 from quality department via other health professional: ptc details and strength was added. Text amended accordingly.